Event description:
The customer reported that system check failures had occurred on their unicel dxc 600i synchron access clinical system. Beckman coulter inc assessment of the customer supplied instrument assay system check performed on the date of the event indicated that it failed to meet instrument specifications due to elevated percent coefficients of variation (%cv). Cardiac troponin (accutni) "no value" results with instrument generated flags were generated in conjunction with this event for an unknown number of patient samples over two days. No actual initial or repeat patient results were provided by the customer so the date occurrence, and scope of patient involvement is currently unknown. This report represents the instrument issue occurring on (B)(6) 2012, which generated the "no value" patient results. The instrument generated flag associated with the "no value" results was an indeterminate flag which is indicative of a result that cannot be distinguished from a system failure due to elevated or low relative light unit concentrations. Upon repeat of suspect patient samples, numerical results were generated for the samples which had originally generated "no value" results. The numerical values were considered valid. All other suspect patient samples were repeated and found to be reproducible. The suspect patient results were reported from the laboratory; however, there was no death, serious injury or modification to patient treatment associated or attributed to this event. No specific sample collection/handling information or additional instrument/assay performance information was provided by the customer.

Manufacturer narrative:
Service was not dispatched to the site for this event as the event was resolved by beckman coulter inc customer troubleshooting. The beckman coulter inc representative led the customer through instrument troubleshooting and identified that the substrate bottle cap fitting was loose. The customer resolved the issue. Upon completion of the necessary and verified repairs, the instrument was returned back into operation. The root cause of the event was a loose fitting on the substrate bottle cap. Associated mdrs: 2122870-2012-00894 and 2122870-2012-00895.